Event description:
Boston scientific crm received information that are red alert was detected through latitude due to this implantable cardioverter defibrillator (ICD) declaring a battery status of end of life (eol). It was reported that the monitoring voltage was 2.75 volts and the charge time was 34.4 seconds. It was stated that this device will be replaced in the near future. No adverse patient effects were reported.

Event description:
Subsequent information indicates that this product was explanted, replaced, and returned for normal battery depletion.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.